Event description:
A baxter sales rep sent an email to baxter corporate product surveillance to report an unknown amount of onelink microbore extension sets which are having "issues with giving bolus". It is unknown when the events occurred. It is unknown if there was patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.